Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiopulmonary failure. Related manufacturer reference number: 2017865-2019-13178. Related manufacturer reference number: 2017865-2019-13179. Related manufacturer reference number: 2017865-2019-13181.

Manufacturer narrative:
As received, a partial lead was returned in one piece, measuring 25.9 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.